Event description:
Y-type blood tubing primed with normal saline and connected to patient. Platelets hung via second spike. Normal saline infused to check line patency and nurse noted IV fluid leak at the mid-point (waist) of the drip chamber/filter. The nurse stopped infusion and replaced IV blood tubing set. Platelets had to be discarded. Patient's stay prolonged while a second platelet transfusion was prepared and administered. Nurse noted lot number but did not save faulty tubing.